Event description:
It was reported to philips that the device gave a "replace battery" message. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the battery will need replacement. The customer resolve issue by replacing battery himself. The investigation concludes that no further action is required at this time.